Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2022.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent laparoscopic hernia repair on (B)(6) 2017 due to recurrent umbilical hernia and large hiatal hernia. It was reported that the patient underwent laparoscopic hernia repair on (B)(6) 2018 due to recurrent umbilical hernia and pain. It was reported that the patient underwent reduction and repair of incarcerated internal hernia on (B)(6) 2022 due to intermittent abdominal pain and chronic nausea. No additional information is provided.